Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during fixation of the mesh into the abdominal wall in a laparoscopic repair of ventral hernia by intraperitoneal mesh placement, some tacks were able to be fired but did not penetrate the tissue deep enough to hold the mesh. In addition, there was a total blockage so no more tacks could be fired. Another device was used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received with an 8 dpt device loading unit(dlu) preloaded with a tack protruding. One 5 dpt dlu with the shipping wedge attached and proper timing was received. Scratches were noted on the inner tube. The articulation knob functioned properly. The handle was actuated and it was fired down on test media. The instrument made a crunching sound and the gear popped during firing. The first tack did not seat properly in the test media and tack hang ups were experienced during the second firing of the reload. The unit was disassembled and damage was noted to the spur gear. Upon unloading the dlu, it was noted the timing of the unit was disengaged. Additionally, microscopic inspection noted scratches on the inner tube of the 8 dpt dlu. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported conditions could be due to improper loading of the reloads, indicated by the scratches on the inner tube of the reloads. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.